Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) system exhibited high out of range shock impedance measurements greater than 125 ohms. It was reported that the measurements vary, but have been rather stable on the high end. There is no noise present on any stored episodes and the historical delivered shocks provided in-range values. The patient's right ventricular (rv) lead is a single coil lead and is known to product higher impedance measurements. Boston scientific technical services (ts) discussed there is no clear indication for ICD lead integrity issue or potential damage. No adverse patient effects were reported. This product remains in-service.